Manufacturer narrative:
H.6. Investigation: twenty two open 32g x 4mm pen needle samples were returned from lot no. 0350881, cat. No. 320561. Visual examination of the returned samples was carried out and a bent non patient end of cannula was observed on nineteen samples and a broken non patient end of cannula was observed on three samples. Due to the condition the samples were returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As all samples returned were open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to deliver insulin during use. The following information was provided by the initial reporter: "no insulin goes through the needle."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(4). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ pro pen needle failed to deliver insulin during use. The following information was provided by the initial reporter: "no insulin goes through the needle